Manufacturer narrative:
There is no specific information regarding the injuries such as size, depth, or site beneath electrode. There are no photos of the "burns". The anatomical locations included the hips, knees, shoulders and elbow. The exact number of patients is not stated. The complaint states some patients were treated with ultrasound prior to iontophoresis. IFU states patients should not be treated with ultrasound prior to iontophoresis. How many of the patients were treated with ultrasound is not stated. The treatment of the burns and the outcome is not stated.

Event description:
Pt used patches on individual who may have had ultrasound prior to use. After use patient received skin irritation/electrical burn. May have gone to primary care physician for treatment.